Manufacturer narrative:
Reference record (B)(4). Additional information in section b5, b6 and g4. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, it was reported that the stoma culture result is negative for candida albicans and positive for e.coli. A second oral antibiotic was initiated on the same day, ciprofloxacin.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 18 september 2020, it was reported that the patient's stoma site was worsening. In addition to the persisting stoma site infection, the neurologists observed the presence of cellulitis and decubitus ulcer of the peg tube. The gastroenterologist determined that it is necessary to remove the entire peg system in order for the stoma to heal, and create a new stoma site on a later date.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020 the patient experienced stoma discharge of purulent fluid, erythema, and infection. On an unknown date, a stoma culture was collected, result unknown. The patient was treated with oral antibiotic, augmentine.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 11 august 2020, it was reported that the stoma culture result was positive for candida albicans. The patient was treated with topical blastoestimulina & daktarin, two times a day starting (B)(6) 2020.